Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed with two units. The co2 pressure was increased and the procedure was completed using the second unit. No additional patient complications were reported.